Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery and they were unable to complete the rewind process. Customer's blood glucose level was 400 mg/dl. The customer corrected their blood glucose level with an injection. It was possible the infusion set was occluded. The device was not returned.